Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ xc. The patient was diagnosed with ¿vascular occlusion¿ in the temples 48 hours later. The filler was dissolved. Event status is unknown.

Manufacturer narrative:
All information will be consolidated into MFR report # 3005113652-2025-00975.

Event description:
Additionally, healthcare professional reported this is a duplicate record.